Manufacturer narrative:
H3: product ID 977a260 serial#(B)(6) was returned for product analysis. Analysis found no anomalies. H3: product ID 977a260 serial#(B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-oct-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 31-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were low impedances/shorts. Intraoperative impedance check showed 10 of the 16 contacts to be unusable. Leads disconnected, dried off, reconnected. Connectivity showed all green contacts, but impedance check gave unusable contacts on second attempt. Checked impedances again with wens and received same result with the 10 contacts. Leads replaced. Leads with unusable contacts to be returned. The leads were replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.